Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. The tissue pad fell off and was retrieved by forceps. Changed to a new device to complete the procedure. No adverse event on the patient. Device has been discarded.